Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2021and a drain was used. In the ward/ICU, suction could not be done properly, and the reservoir swelled immediately. It was responded by cutting/adding the drain and replacing the reservoir. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. - what is the lot number for drain and reservoir? No further information is available. - did the drain and reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. - it was reported the reservoir swelled immediately and the drain was cut/added , were there any anomalies with the drain: appearance, air leakage, damage, holes? No further information is available. - was the added drain placed surgically during a second procedure? No further information is available. No further information will be provided. No product is available for return. Note: events reported on mw# 2210968-2021-12441, mw# 2210968-2021-12442.